Event description:
It was reported that while preparing the rover for first use, numerous gallons of fresh water were being pumped into the unit which subsequently leaked out and flooded the room. No permanent facility damage was reported. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. Visual inspection revealed a cracked connector on the fluid inlet tubing and bent washers on the coupling clip. The damaged components were replaced and the unit was returned to use.